Event description:
The customer contacted physio-control to report a non-critical issue however during device evaluation the device was unable to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy hv capacitor, therapy pcb and shield support. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.